Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that a piece of the injection tube or the silicone rubber product or the like entered in the channel and clogged in the nozzle. A definitive root cause cannot be identified. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Operation manual_ preparation and inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was evaluated, device inspection and evaluation service noted a foreign debris protruding from the air/water nozzle . A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified in relation to the customer specified fault (reported issue): air water channel volume- blockage evident. Outlet pipe condition- blockage evident. Water channel volume- blockage evident. Water flow- out of specifications. Water removal- out of specifications. An unidentified blockage protruding from the outlet pipe, the blockage appears to be a black rubber like material. In addition, the following findings observed on the device during inspection: distal end adhesive lifting, light cover glasses adhesive worn, the light cover glasses chipped. Aspiration housing/ air water housing (colored ring worn. Hole in the button, angle in all directions out of specifications. Angle play evident. Device evaluation has confirmed the customer specified fault ¿not spraying from the distal. End¿. A blockage is present in the air / water nozzle, blockage appears to be a black rubber like material. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, not spraying from the distal found during device maintenance. There was no patient harm or injury reported. No user injury reported. Device evaluation found foreign debris observed protruding from the air/water nozzle. This report is being submitted for foreign material exiting from the air/water nozzle observed on device evaluation.